Manufacturer narrative:
Determination of root cause: assessment: the territory manager was contacted and via phone, informed the site it is a software bug that only affects the display on the notebook. Conclusion: the root cause of the issue is a known software bug that only affects the display on the notebook, not on the laser. (B) (4). (B) (4). (B) (4).

Event description:
Product problem: inaccurate display of treatment progression. A healthcare professional reported that when the doctor takes his foot off the pedal, the notebook software displays the progress bar incrementing (indicating the treatment is still progressing even though the laser is not firing). Once the doctor resumes treatment by pressing the footswitch, the screen returns to display actual status. The reporter is concerned that they will think the treatment is complete when it may not be.